Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window, cracked reservoir tube, loose/protruded drive support disk, scratched display window and cracked case noted during visual inspection.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 277 mg/dl. Customer treated with insulin pump; high blood glucose due to steroid injection. There are cracks on the casing and below the esc button. There is a deep scratch on the lcd screen; cannot read the display. Advised the customer that the insulin pump will be replaced. Nothing further reported.